Event description:
It was reported that during a laparoscopic hysterectomy procedure, the cord on handpiece became wrapped around device, causing the switch buttons to be inadvertently activated. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.